Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in an inappropriate shock. The shock impedance was noted to be 164 ohms. Additionally, an untreated episode had been stored prior to the inappropriate shock also due to oversensed noise. Technical services (ts) discussed possible causes. An x-ray was performed and revealed the device had migrated from the original position. A system revision is expected at a future date. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in an inappropriate shock. The shock impedance was noted to be 164 ohms. Additionally, an untreated episode had been stored prior to the inappropriate shock also due to oversensed noise. Technical services (ts) discussed possible causes. An x-ray was performed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.